Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, a large piece of calcium in the lvot likely contributed to the annular root rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information was received for this event. The patient was placed on bypass and after the patient's chest was opened, the aorta was deemed to be not repairable.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the third valve implanted in this case. Please reference related manufacturer report no: 2015691-2015-02579 and 2015691-2015-02580. The investigation is ongoing.

Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was deployed too aortic. During placement of a second 23mm sapien xt valve, the first valve embolized into the aorta. The second valve was deployed in the native annulus and landed in a 10:90 aortic/ventricular position (a/v). Angio and tee showed the valve was too ventricular and a third 23mm sapien xt valve was deployed in the annulus. The patient became acutely unstable and a pericardial effusion was noted on tee. The patient's chest was opened and a large ventricular septal defect (vsd) and root rupture were observed. The patient expired. After review of the case, a large piece of calcium in the lvot was likely the cause of the rupture. The patient had bulky native annular calcification, no leaflet calcification, moderate mitral annular calcification. The patients stj was 35mm in diameter and had no calcification.